Event description:
It was reported that several hours post implant of the implantable pulse generator (ipg) system, the patient became medically unstable with hypotension, shortness or breath, wheezing, mental status changes and died. Prior to the implant it was reported the patient had shortness of breath and wheezing. The implant procedure was uneventful and the patient's medical record noted normal device function and capture prior to death. The cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.